Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of rewh0379 showed one of other similar product complaint(s) from this lot number((B)(4)).

Event description:
It was reported that the pt was in for PICC care and upon flushing, leaking was noted at the insertion site. The PICC was pulled further 1-2 cm and instilled fluid and leaking was noted at the 10-11 cm mark. PICC removed and another PICC was inserted.